Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include kinks, leaks or blockages. The IFU offers further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found other related failures. This investigation is now complete. Smith + nephew will continue to monitor for adverse trends.

Event description:
It was reported that while a representative was helping with a dressing support virtually the pump alarmed with a blockage however there wasn¿t a blockage and the dressing was still suctioning. There was a delay of a week due to the alarm a the procedure was completed applying a new dressing at a later date. Patient injuries were not reported.